Event description:
It was reported the patient is deceased and died three days post implant of implantable cardiac defibrillator system. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempts to obtain additional information were unsuccessful. For use by user facility/importer (devices only). (B)(4).